Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31572791l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a qdot micro and the patient experienced device entrapment that required surgical removal. 2 hours and 30 minutes after starting the catheterization, while approaching left coronary cusp via aorta, the qdot micro catheter jumped and looped near ascending aorta, forming a knot that could not be released. Surgical intervention was performed to remove the catheter. The patient fully recovered. The length of hospital stay was not changed. The physician's comment about the relationship between the event and the product was that there was no problem with the catheter. The event was related to the catheter manipulation by the physician.

Manufacturer narrative:
On 2-sep-2025, additional information was received indicating a the outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).